Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right nephrectomy procedure, there was an air leak and the seal of the device was damaged. New device was used to resolve the issue on order to complete the case. There was no patient injury.